Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported being unable to see up close three days after having cataract surgery with an intraocular lens (iol) implant in her left eye. The surgeon said that the reason may be that the implant is only in one eye. She noticed that her reading was not good at her one day post op. At the consumer's request, the surgeon was not contacted.